Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a dexcom app crash occurred. Date of event is an approximation. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6)2025, it was reported that the patient experienced a dexcom app crash. The day of the event around 05:00am, the cgm reading would have started to go up around 200mg/dl. The omnipod 5 was the only display reading available as the g7 app had crashed. The caretaker treated the patient with insulin shots, but the cgm reading went up to 450 mg/dl (confirmed this was reported as such by the reporter). Around 05:30am the caretaker called the emergencies. The paramedics took a fingerstick upon arrival and the blood glucose reading was 470 mg/dl. The patient was brought to the hospital where they were treated with intravenous fluids and 4 units of insulin. The patient was discharged at 08:30pm on the same day as the day of the event. There was no documentation of further medical intervention. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: investigation conclusion - additional.

Event description:
It was reported that a dexcom app crash occurred. Date of event is an approximation. On 01/24/2025, it was reported that the patient experienced a dexcom app crash. The day of the event around 05:00am, the cgm reading would have started to go up around 200mg/dl. The omnipod 5 was the only display reading available as the g7 app had crashed. The caretaker treated the patient with insulin shots, but the cgm reading went up to 450 mg/dl (confirmed this was reported as such by the reporter). Around 05:30am the caretaker called the emergencies. The paramedics took a fingerstick upon arrival and the blood glucose reading was 470 mg/dl. The patient was brought to the hospital where they were treated with intravenous fluids and 4 units of insulin. The patient was discharged at 08:30pm on the same day as the day of the event. There was no documentation of further medical intervention. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.